Event description:
Caller reported a malfunction on the pump, identified by a specific malfunction code. They did not experience any significant events prior to the malfunction, and their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a resolution, customer technical support (cts) decided to replace the pump. The caller was informed of the steps to take upon receiving the replacement pump and agreed to return the malfunctioning pump using the provided return box and pre-paid label within ten days. The caller confirmed understanding and acceptance of all instructions provided by cts.